Event description:
Customer alleges discrepant results with meter compared to lab: pt 2: date: (B)(6) 2011, inratio: 2.2, lab: 1.7. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.